Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a loss of consciousness and went to the hospital. Interrogation of the pacemaker found that the battery status was at end of life (eol). At the last follow up in march 2017, the estimated remaining longevity was one year. A revision was performed and the device was explanted and successfully replaced. No additional adverse patient effects were reported. The pacemaker was retained by the hospital and will not be returned. A memory download was performed from the explanted device and submitted to boston scientific technical services (ts) for review. The submitted data files were incomplete so a full analysis was unable to be performed. The ts consultant discussed the possibility that if the automatic capture feature was turned on when the battery was showing one year or less of remaining longevity and it was the first time it was being utilized, the battery can deplete faster than expected as the device will enter into suspension mode with increased outputs once eri is declared. However, this cannot be confirmed to have occurred with this device based on the incomplete data provided.